Event description:
A consumer states that his wife had a lump surgically removed from her breast about two months ago and the wound was left open. The wound was packed with a packing strip. His wife states there was a burning sensation. He stated that a hematoma developed which required debridement. The packing strip was switched to a different type and the wound is doing better. He is unsure of any permanent damage or injury to the wound. His wife is allergic to iodine.